Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of fast ventricular tachycardia that was detected as supra ventricular tachycardia and therapy was withheld. The patient was indicated to have been unresponsive and required an external shock. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.